Event description:
Procedure: lobectomy. According to the reporter: after removal of the lung specimen, the surgeon noticed that the lung did not close properly, so no pneumatosis was reached. To solve this the surgeon used a ta and the problem was solved. A part of bronchus stump tissue was resected. Surgery time was extended by one hour.

Manufacturer narrative:
(B)(4).